Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was checking for visits with duplicate bed assignments. A technical support specialist (tss) provided the requested report to the customer and confirmed that no further data was needed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user informed two patients were in active in the same room and bed. User looked up room and pulled a medication from the wrong patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.